Manufacturer narrative:
One ensite velocity¿ amplifier was received for evaluation. Visual inspection of the front panel ports identified a bent pin within the navx connector assembly, reproducing the reported symptom. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to physical damage to the navx connector assembly. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During the procedure, the procedure was canceled due to communication issues. With the patient prepared, there was an error message saying "left leg patch not recognized" and the patches would not validate. When the error message appeared, it did not transmit catheter movement. The patches were replaced, and a new navlink patch box was used, but the issue was not resolved. It is alleged that the communication issue was due to the ensite velocity amplifier. The procedure was unable to be completed.